Event description:
The user facility reports incident in which the bloodline pump segment tubing was damaged and cut by the machine roller guides during treatment resulting in ebl = 250cc. No pt injury or need for med intervention is reported. The MDR is filed for blood loss only. The reported event may have been caused by user error of improper insertion of the pump segment tubing into the machine housing.